Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: no information available. Blocks b6 & b7: no information available. Block c: not applicable for this system. Block d4: expiration date is not applicable for this system. Blocks d6 & d7: not applicable for this system. Blocks h3 & h6: at the customer site, the field service engineer replaced the fm-pim, bub, and the lex inside the pc. The system met specification for the performed service and was returned to use. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an intrasight system was used in a diagnostic procedure. During use, the ifr (instantaneous wave-free ratio) showed negative value for a pci (percutaneous coronary intervention), thus no treatment was performed. However, two days later, the patient experienced chest pain and was brought back for treatment. Following a bad stress test, an ffr (fractional flow reserve) measurement was performed on the same vessel, and the value was grossly positive for a fix; therefore, proceeded with the pci. No patient injury reported. This adverse event and product problem is being reported because the system gave an incorrect value to make a clinical decision, resulting in delay of procedure.